Event description:
Pt underwent removal of breast implants because of high unsatisfactory results. On the right a small amount of free gel was outside the implant with no evidence of rupture. On the left, complete rupture of the implant was encountered.